Event description:
Philips received a complaint on the philips efficia dfm100 defibrillator/monitor indicating that the device¿s therapy port was damaged. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.